Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/13/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9 photo investigation summary ==> upon visual analysis of the picture received to ethicon inc for evaluation. It was observed a labeled winding former with a dispensed suture and a detached needle of product code vcp304. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Investigation summary ==> one opened sample of product code vcp304h was returned to ethicon inc for analysis. Upon visual analysis of the returned sample revealed that a clip off defect was observed in the sample. The barrel hole was examined under magnification and revealed a remnant suture. In addition, the extreme suture was noted to be severely cut. As per returned conditions of the sample no functional test was performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the information currently available, the clip-off was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). A manufacturing record evaluation was performed for the finished device lot number qjmrjb/ vcp304hcn31, and no non-conformances related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 275 g/m.

Event description:
It was reported the patient underwent an oral surgery on (B)(6) 2021 and the suture was used. It was reported that suture needle pull off occurred during sewing oral muscles. Another like suture was used to complete the procedure. There were no patient consequences reported. No further information is available.